Event description:
Olympus was informed that during a lap supracervical hysterectomy (lsh) procedure, the device ultrasonic probe failed and separated from the device. The ultrasonic probe was located and successfully removed from the pt's peritoneal cavity w/o any harm to the pt. It is unk if the device was probe checked prior to procedure, and if the "probe damage error" was noted prior to the probe failure. The procedure was completed using another device. Olympus followed up with the user facility to obtain add'l info regarding the report but with no result.

Manufacturer narrative:
The device was returned to olympus for eval. The eval confirmed the user's reported phenomenon of probe damage. A probe check was performed and the device failed the probe check, also both switches were checked and both had failed. During inspection, a fracture was noted on the probe. The ptfe pad (teflon pad) was inspected and was found to be in good condition.